Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) picked up another person¿s data while they were admitted to the hospital for another issue. The patient noted that the hospital was able to confirm that the reading was for another patient. The ICD remains in use. No patient complications have been reported as a result of this event.